Manufacturer narrative:
The user reported discrepancies between sensor glucose (sg) and blood glucose (bg) readings. The case was escalated, and after a monitoring period, it was determined that the system had experienced some instability but was showing steady improvement. The user confirmed the system was now much more stable and expressed appreciation. A review in dms verified that the device was operating on latest firmware version and that all information was current.

Manufacturer narrative:
The user reported differences between sensor glucose (sg) and blood glucose (bg) readings. Based on the review, the sensor was determined to be not performing as intended, even after a sensor re-link. The user was informed that differences between sg and bg values may continue. A sensor replacement was recommended; however, the user declined the replacement twice, stating that the system was functioning correctly. Dms review confirms that the user continues to use the system, and the information is up to date.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.